Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(health professional checkbox should not be selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed that the nozzle was clogged with foreign material, although the type of material could not be identified. A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed because reprocessing was not conducted properly due to leakage from the scope cover/scope body. The event can be prevented by following the instructions for use which state: the suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope nozzle was clogged with a black-colored rubbery material. There were no reports of patient involvement.